Manufacturer narrative:
(B)(6). The device was manufactured from august 30, 2018 - september 01, 2018. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph showed evidence of leak inside a bag that contained the infusor device, however, the photo does not provide the location of the leak. The reported problem could not be verified or refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaked from the luer connector. This was identified prior to use. There was no patient involvement. No additional information is available.